Manufacturer narrative:
Integra has completed their internal investigation on (B)(4) 2016. The investigation included: methods: evaluation of actual device, review of device history records, review of complaint history. Results: evaluation of device: engineering was able to confirm the customer complaint. The 80lb torque screw had a lot of movement when inserted in the ratchet extension, 454a1011. Also, the ratchet extension¿s thread (7/8-14) was inspected with the go and nogo gage (id4000) and it failed the nogo. The DHR review has been deemed satisfactory. Date of manufacture: mar 12 2015. This device passed all required inspection points with no associated mrr¿s. No service history is on file for this device. No trend has been identified. Conclusion: the root cause can be attributed to the vendor¿s (seaway) manufacturing process. The vendor molded parts with the current condition using a new thread forming insert. Previously, the parts were molded with a thread forming insert that molded the threads small and required secondary operation to re-tap of the threads with the purpose accept the go gage; however, such process required the use of a new tap every 3 parts. This led to the design of the thread forming insert that produced the oversized threads.

Event description:
It was reported that the doctor pinned a patient with the a3059 mayfield composite series skull clamp and noticed that the torque bolt had a lot of movement and was wobbling. The doctor consulted with another doctor and they both determined it was not safe to use this clamp. They were able to replace it with another identical a3059 and continued with the procedure. The patient was prepped for surgery and there was a delay in the surgery of 15 minutes due to the product problem. There was no patient injury or death alleged. Additional information is pending.